Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after intubation, it was found that the cuff was leaking, and the anesthesia machine was monitoring abnormally and could not monitor normally. There was no known patient injury related to the event.

Manufacturer narrative:
H3: product analysis found visually, the distal end of the red electrode wire had punctured and was protruding through the proximal end of the cuff balloon when returned. Functionally, for further analysis, a syringe was used to inject 20cc of air into the cuff and the cuff deflated immediately. H6: fdm b18 and fdr c20 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.